Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Fractured instrument.

Event description:
Fractured instrument.

Manufacturer narrative:
(B)(4). Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Visual inspection of the product confirmed the event. The fracture is brittle and might have been caused by excessive force or incorrect impaction technique. The material hardness was tested and confirmed to be correct. However, the exact root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.